Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 054 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 054 call service alarms. The pump was exercised for 24 hours with no duplicated call service alarms. The pump was opened and no damage was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.